Manufacturer narrative:
Continuation of concomitant products: d314drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead lead integrity alert (lia) triggered due to increased sensing integrity counter (sic) and varying pacing impedance. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.